Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. All available information was investigated and a definitive cause for the slda and recurrent mr could not be determined. It may be possible that the patient anatomy contributed to the reported slda resulting in recurrent mr; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.na h3 other text : the clip remains implanted.

Event description:
This is filed to report the recurrent mitral regurgitation. It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted reducing mr to a grade of 1. On (B)(6) 2019, transthoracic echocardiogram (tte) was performed and showed mr had increased to a grade of 3-4. It was suspected by the physician that the clip had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). It was noted that the patient is feeling great and has no sign of symptoms. No additional information was provided.